Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C80063, b97499) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test.". The patient's concurrent conditions included anxiety. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), rash ("rashes or skin conditions"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), tooth disorder ("dental problems") and back pain ("lower back pain") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal infection, vaginal discharge, urinary tract infection, bladder disorder, urinary tract disorder, dyspareunia, weight decreased, tooth disorder and abdominal pain lower outcome was unknown and the abdominal pain, rash and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, dyspareunia, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight decreased to be related to essure. The reporter commented: discrepancy noted insertion date :(B)(6) 2014, (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Lot number: b97499 manufacturing date: 2013-12 expiration date: 2016-12. Lot number: c80063 manufacturing date: 2014-07 expiration date: 2017-07. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C80063, b97499) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test." The patient's concurrent conditions included anxiety. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), rash ("rashes or skin conditions"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), tooth disorder ("dental problems") and back pain ("lower back pain") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal infection, vaginal discharge, urinary tract infection, bladder disorder, urinary tract disorder, dyspareunia, weight decreased, tooth disorder and abdominal pain lower outcome was unknown and the abdominal pain, rash and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, dyspareunia, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight decreased to be related to essure. The reporter commented: discrepancy noted insertion date: (B)(6) 2014, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Most recent follow-up information incorporated above includes: on 10-jan-2020: pfs received: lot number was added. Reporter information was added. New events "infection (bladder/ urinary tract/vaginal) type: uti, rashes or skin conditions, bladder or urinaryproblems or changes, dental problems, dyspareunia (painful sexual intercourse), pain, weightloss, back pain, lower abdominal pain" was added. Outcome of event "abdominal pain" was updated as "recovered/resolved". A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.